Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with their smart device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2016. The customer complaint was not confirmed. A root cause could not be determined.